Event description:
It was reported that a shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). Three hours after successful ivl therapy and stent placement, the patient developed a pericardial effusion. A pericardial tap and pericardial window were performed to treat the effusion. The current patient status is unknown. The physician does not believe ivl was the cause of the event. There was no reported device malfunction of the c2+ ivl catheter.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the pericardial effusion experienced by the patient could not be determined based on the information available. The physician does not believe ivl was the cause of the event. There was no reported malfunction of the c2+ ivl catheter. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.